Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly was found. The stimulator had good stable output and impedances were normal. The returned lead was connected to the stimulator when testing the impedances. Final analysis of the lead revealed no anomaly was found. Continuity was acceptable and there were no shorts between circuits. Impedances were tested and the results were normal.

Event description:
It was reported that a lead was damaged during a stage 1 and stage 2 implant procedure. After the lead was hooked up to the new implantable neurostimulator (ins) impedances over 4,000 ohms were seen on most bipolar and unipolar pairs. Multiple attempts at reconnecting the lead did not resolve the issue. A battery problem was suspected, so a new battery was opened. The impedance issues persisted. The lead was replaced and everything was fine. There was no harm to the patient. The problem with the lead was unknown.

Manufacturer narrative:
Lead model 3093-28 lot# v674600 implanted: (B)(6) 2011 explanted: na; lead model 3093-28 lot# v819353 implanted: (B)(6) 2011 explanted: (B)(6) 2011; programmer model 3037 serial# (B)(4).